Manufacturer narrative:
Analysis of the pump found no anomaly. The pump passed all non-destructive laboratory testing. There was no safe state observed in the logs.

Event description:
It was reported during a routine drug refill that the pump was in "safe state/stopped pump may exceed tube set" mode on (B)(6) 2012. It was indicated that there were no patient symptoms related to this event. The patient was scheduled and the pump was replaced. It was noted at the time of this report that the patient was alive and had no injuries. The drugs delivered via pump were morphine and bupivacaine.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).